Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.